Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm512.6, -09.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm513.2, -12.00/+2.0/093 (sphere/cylinder/axis) diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem. D4: model: vticm5_13.2. Serial number: (B)(6). Expiration date: 30/apr/2025. UDI: (B)(4). Expiration date: 30/apr/2025. D9: return date: 06/apr/23. H1: manufacture date: 24/may/2022. (B)(4).